Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and oversensing with pacing inhibition was observed on the right ventricular (rv) lead. During a procedure to revise the rv lead, an insulation breach was observed. The rv lead was capped (B)(6) 2021 and replaced. The patient was stable.

Manufacturer narrative:
Correction: section b3 and b5 were updated with the correct procedure date.

Event description:
New information received notes the lead was capped (B)(6) 2021 and not (B)(6) 2021.